Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 08/28/2019. A review of the device history record confirmed the lot passed finished goods release criteria. Retained and returned cartridge testing could not be performed before the lot expired on 09-aug-2019. No deficiency has been identified.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat crea cartridges that yielded a suspected discrepant creatinine results on a (B)(6) year old female patient for routine follow up CT scan. There was no additional patient information available at the time of this report. Return product is available for investigation. Method: I-stat, date: (B)(6) 2019, collected: 08:09, tested: 08:09, result: 1.6 mg/dl, sample: a. I-stat, (B)(6) 2019, 08:42, 08:42, 0.7 mg/dl, b. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.